Manufacturer narrative:
Findings: unit has constant alarm during rewind due to motor encoder signal out of phase. Unable to verify motor error alarm due to alarm. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.